Event description:
Before implantation the lead was inspected; a foreign substance was visible on both shocks coils on this lead. Therefore, the lead was not implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct. 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusions: no abnormal material could be identified on the svc defibrillation coil during the course of the analysis. The suspected crumbs of dust were most likely the positions of glue utilized to stabilize the defibrillation coil. The removal of the glue when in contact with a glove was recreated during the laboratory investigation; this however, does not represent implant conditions. These abnormalities are excluded as manufacturing defects, because of the final acceptance testing, which is designed to detect such defects. The results of the subject investigation are retained and utilized for trending purposes.